Event description:
It was reported that a cartridge alarm occurred, prompting attention to the customer's blood glucose level was 320 mg/dl. Technical support decided to replace the pump, and instructions were provided on managing the old pump and setting up the new one. The customer was informed of the replacement pump's software version and acknowledged the necessary steps for programming and connecting the new device. Shipping details were confirmed, and a replacement pump was sent.